Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18189, related manufacturer reference number: 3006705815-2022-18190. It was reported that the patient felt that the leads were very tensed/tight whenever they bent over. As such, surgical intervention took place on (B)(6) 2022 wherein extensions were added and ipg was relocated to give more slack on the leads. Reportedly, issue was resolved post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.